Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported to be at middle of life 2 (mol2) after being implanted for one year. The rep was questioning the battery life of the device. Technical services found no advisories on this device. It remains implanted with no adverse patient effects.